Event description:
It was reported that the patient presented to the hospital with chest pain after having a recent fall. The skin over the device was visibly abraded. An increase in capture threshold and decrease in sensing were noted. No anomalies were seen under fluoroscopy or when the pocket was opened. The lead was repositioned uneventfully and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.